Event description:
Pt revised to address arthrofibrotic knee, patella baja, and misalignment of the patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The initial reporting indicated the product was not suspected of failing to meet specs or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported event; however, provided info indicates device alignment and possible pt anatomy related problems are likely root causes. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.